Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems 18 ga 1.25 in (dual port w/cap) experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: several reports of faulty packaging. Writing to advise we have several reports of faulty packaging n the 18g nexiva. Trying to identify the lot/batch number, at present most have same lot number 9217880.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems 18 ga 1.25 in (dual port w/cap) experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: several reports of faulty packaging; writing to advise we have several reports of faulty packaging n the 18g nexiva; trying to identify the lot/batch number, at present most have same lot number 9217880.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 29 damaged packages. The samples displayed warped and discolored packaging. 27 of the units revealed a broken seal. A residue of the seal can be observed along the bottom web of the broken packages. This indicates that the packages were completely sealed during the packaging process. The type of defect observed occurs when the plastic melts. External conditions for example exposure to extreme heat during transit or handling of the units causes the packaging to melt and warp. This can cause the seal to break and discoloration of the package to occur. The reported issue was confirmed. Although the failures stated in the reported issue were confirmed with the units provided for investigation, bd could not establish a definite root cause as this damage appears to have resulted from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.